Event description:
It was further reported that target lesion 1 was 18mm long and was treated with a double wire/kissing balloon technique and post-dilatation. Final stenosis was 0% following stent placement. The ostium of the 1st diag bifurcatedbranch was then stented with 2 commercial stents secondary to temporary total occlusion during the double vessel balloon inflation. Final stenosis was 0%. 453 days after the initial procedure, the pt was admitted to the hospital because of shortness ofbreth with minimal exertion. CT angiogram of the chest and lower extremity dopplers were negative for pulmonary emobolus and dvt's. The pt was treated with intravenous steroids and nebulizers. After medical management and stabilization, the pt complained of chest pain and dyspnea on exertion. Pt was transferred to the enrolling facility for a cardiac catheterization. Cardiac catheterization at that time revealed, lad 30% ostial narrowing, 30% instent restenosis, 70-80% stenois in the mid lad just proximal to the previously placed stent, diag subtotal occlusion in the ostial proximal portion, cx free of disease, rca 35% mid stenosis, lvef 55-60%. Treatment to the lad (mid lad) consisted of angioplasty and the placement of a 3.0 x 16mm taxus stent extending partially into the previously placed stent, reducing stenosis to 0%. Treatment to the diag consisted of angioplasty to the area of previous stenting, reducing stenosis to 40-50%. The pt developed a right groin pseudoaneurysm which was treated with thrombin. The pt received medication therapy for asthma. Chest CT (date unknown) demonstrated significant mediastinal lymphademonpathy.

Event description:
It was further reported that the target vessel reintervention occurred 15 months after the index procedure, not 27 months as reported.

Event description:
Clinical study. It was reported that 27 months after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention. The lesion being treated in the index procedure was a 2.5mm, 80% stenosed, bifurcated mid left anterior descending (mid lad) artery. The physician treated the lesion without predilation and successfully placing a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. The pt was discharged 2 days later on plavix and aspirin. 27 months after the procedure, the pt experienced a reintervention of the target lesion. The physician treated the lesion by placing a taxus express2 stent to treat the proximal edge retenosis. The pt was discharged 3 days later. In the opinion of the physician the relationship of the reintervention to the taxus stent is unknow.